Event description:
It was reported that the setscrew of the implantable neurostimulator (ins) could not be engaged during implant. There was no problem for the patient.

Manufacturer narrative:
Function testing was within normal limits and torque test results revealed to be within specifications. Visual examination revealed the set screw had been backed out too far and cross-threated.